Event description:
It was reported that an ilet bionic pancreas would not power on despite several hours on a new charger showing a solid green indicator and attempts with multiple outlets and known working third-party chargers, consistent with a device battery issue and involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge, traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. A replacement device was arranged, and the user was educated on return and setup procedures.